Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy procedure, when the recurrent laryngeal nerve (rln) was stimulated, it was initially detected and there was a response on the monitor. However, when it was stimulated again, the response on the monitor stopped. It's worth noting that no dissection had been performed after the first stimulation, and the rln was visible. When the monopolar electrocautery was activated for long periods of approximately 2 to 3 minutes with brief pauses, the device generated a high-pitched sound, and the signal was lost from the tube's contact electrodes. It was necessary to check the electrodes or connection, and the signal returned when the usage of electrocautery was stopped and all contacts became positive. The ligasure device created interference to the point where it activated the device, giving a response on the monitor each time it was activated. The ligasure suppressor probe was inserted, but the response remained the same. A message saying, "out of measurement range - calibrating" was received. As soon as the application of electrocautery was removed, all contacts were positive and the issue got resolved. The procedure was completed with the reported products, and there was no patient impact.